Event description:
It was reported that the roller pump showed an erroneous start up sequence during installation. The sequence displayed was: reset, fail 1, fail 2, fail 3, fail 4, fail 5, fail 6, rpm, 1/4, 1/2. There were no adverse consequence reported to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.